Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an express sd catheter with no stent and still inserted in a non-bsc guide catheter. The balloon was partial loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The express sd catheter was able to be removed from the guide catheter once it was fully deflated. There was no damage. The non-bsc guide catheter was stretched at the distal end, 25 mm from the tip. The inner diameter at the tip was 0.068in and 0.070in at the proximal end. There was no evidence of any material or manufacturing deficiencies contributing to the reported difficulties which could not be confirmed because the clinical circumstances could not be replicated. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent positioning/placement problem occurred. The 90% stenosed target lesion was located in the mildly tortuous renal artery. A 6.0mmx14mmx150cm express¿ vascular sd stent was advanced to treat the lesion. While deploying the stent, the stent delivery system (sds) was accidentally moved. The stent was deployed; however, the stent could not fully cover the lesion. When the sds was removed, the balloon could not be removed from the sheath. Eventually, the device was removed successfully. A non-bsc stent was then implanted additionally to cover the remaining lesion and the procedure was completed. There were no patient complications reported and the patient's status was stable.